Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was damaged with wires exposed and unable to charge the pump. Customer reported a blood glucose level of 124 (mg/dl). A replacement usb cable was sent to the customer. Although confirmation was requested as to whether or not the cable resolved the reported charging issue, it was unable to be confirmed.